Manufacturer narrative:
The device was received for evaluation. Device evaluation determined that the device receptacle board for the scope connector was not properly retaining the connector cable. The switch of the device was found to have snapped in half and part of it was stuck inside the unit. Front panel label was found worn out. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications.

Event description:
It was reported that the device power switch was broken. There was no patient involvement on this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The probable cause for the reported issue is presumed to be due to excessive force applied to the device power switch and the endoscope connector socket. The instructions for use states: "do not apply excessive force to the videoscope cable, the camera head, or the oes video converter by bending, stretching or crushing it. Do not pull a bundle of camera cables, as this may cause internal wire disconnection. Push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur." Olympus will continue to monitor complaints for this device.